Event description:
It was stated that the customer was priming a new infusion set and the reservoir only had forty units left after completing the prime, even though she had initially filled the reservoir to 160 units. The customer thought she may have delivered a large amount of insulin into her body and she was admitted to the hospital for observation. It was stated that her blood glucose never went low after the incident and was released from the hospital with normal blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.